Event description:
Philips is refusing to replace recalled CPAP machine. When you call philips they either hang up on you or do not answer the call. Being without my CPAP machine is negatively affecting my health. FDA safety report ID# (B)(4).